Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibia collapsed on medial side, reason for revision: pain ++, unstable knee.

Manufacturer narrative:
Tibia collapsed on medial side. Months after implantation, revision surgery carried out on (B)(6) 2016. Reason for revision: pain ++, unstable knee. All implants (attune right ps femur size 5, attune ps size 5 x 8mm bearing and attune fb tibia size 4) removed and replaced with s-rom hinge knee. X-rays are available. No device associated with this report was received for examination. A worldwide complaint database search identified no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.